Event description:
Doctor reports that he has seen a chronic problem with bubbles appearing on the inner wall of the cannula while introducing fluid. No negative results have been seen from this but it raises concern for the doctor.